Manufacturer narrative:
Two 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples showed that one of the sample had bent nitinol at the cannula-nitinol junction. When the other sample was inserted through a 25ga trocar, event could not be replicated as the probe was inserted through without any noticeable resistance. The cannula outer diameter (od) was measured with the od min/max values of 0.0200 to 0.0205 inches, the sample¿s od was measured to be 0.02015-0.02030 inches, meeting specifications. The 25 gauge illuminated flex curved laser probes was manufactured on february 8, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that two laser probes could not be inserted into the trocar during setup for surgery. A third probe was used to proceed with surgery.